Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that this occurred due to a failure in the patient board set. In addition, there is a possibility that circuit (dr) board's op-amp circuitry was not properly designed, or the video connector was not connected properly, resulting in a failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image on display with 180 scopes. The patient set board was defective and required replacement. Additionally, evaluation found cosmetic normal wear and tear, scratches on front panel, top cover, and feet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image when a 180 scope was connected, with a pigtail. The issue was found during preparation for use, and the type of procedure was diagnostic. There were no reports of patient harm.